Manufacturer narrative:
(B)(4). Maude report was received from the FDA, and a user facility report was received from the facility. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bone reduction forceps were noted to have a broken piece of the jaw. This was noticed after being brought into the sterile field of the surgery. No patient involvement, as the device was not yet in use. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms one of the forceps¿ distal tips is fractured at the most distal notch, nearly perpendicular with the instrument¿s long axis. The device's other tip is bent. Scanning electron microscopy (sem analysis) revealed fracture artifacts that suggest a bending overload fracture. Energy-dispersive x-ray spectroscopy (eds analysis) confirmed that the returned device is consistent with product specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.